Event description:
On 12/03/1998 following a diagnostic procedure, a physician attempted to place an angio-seal device in a pt's groin. Following deployment and as the post placement tension spring was being applied, the collagen and suture were entirely withdrawn from the pt. At that time it was noted that the anchor was not attached. Bleeding occurred, therefore manual pressure was held for thirty (30) minutes with hemostasis achieved. The pt was kept overnight for observation and then discharged home. Follow-up with the reporting facility confirms that as of 12/21/1998 there has been no pt sequelae reported. Furthermore, as of 12/31/1998 there has been no report to the MFR of complication or sequelae.